Event description:
It was reported that a clearlink continu-flo solution set was leaking from the clearlink y-site. The leak was further described as, ¿tubing was found to be actively dripping¿. The device contained total parenteral nutrition fluids. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6) the user facility submitted medwatch 0700220000-2024-8058 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was received for evaluation along with a photograph of the sample. Visual inspection of the photograph identified a leak at the y-site clearlink. A visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure, clear passage, and priming were performed and no defects were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.